Event description:
Dealer indicated that an end user was being transported in a moving vehicle while seated in the product. When vehicle came to a stop the seat separated and user was pitched forward. User reportedly required stitches to his eye to close a cut that resulted.